Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high superior vena cava (svc) coil and rv coil impedance. In addition, an increase in sensing integrity counter (sic) was also noted. The rv lead was fractured. Initially, the rv lead high voltage detections were turned off. The following day the rv lead was capped and replaced. No patient complications have been reported as a result of this event.